Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was alleging the insulin pump was not giving proper amount of insulin. Customer¿s blood glucose level was 22 mmol/l, at the time of incidence. Customer¿s current blood glucose level was 18 mmol/l. Customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing. Customer was treated with manual injection and with insulin pump for high blood glucose level. Customer allege that the insulin pump was under delivering because piston was making weird noise. Customer declined to perform high pressure test. The reservoir will not be returned for analysis.